Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that with their new retainers, when they get up in the morning their bite seems off. Their bottom teeth are hitting the back of their top teeth again. They have also noticed that one of their bottom teeth are loose as well. Their teeth keep moving throughout the day. They visited their dentist who wants to put them back into aligners again to help with their bite. Their dentist stated that their molars are not hitting in the back causing unnecessary friction to the front which in time will cause major issues. The bottom eye teeth are hitting the back of the top teeth each morning.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.